Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. As the alarms occurred in the past, troubleshooting was unable to be performed. The customer replaced the cartridge and infusion set to resolve the issue. There was no known impact to the customer's blood glucose level.